Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked. A cartridge change was performed resolving the issue. Subsequently, an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was 113 mg/dl. Reportedly, a cartridge change was performed to resolve the issue.